Event description:
It was reported to philips that the motorized movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that x-ray generator was not available. Upon checking with customer, quote for evaluation and repair service was sent to customer. Customer did not approve the quote and was cancelled. No service has been performed by philips. To date, no further information was received.